Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during patient infusion. The device was filled with a solution containing 900 mg fluorouracil and 26 ml saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with fluid inside the housing. The reported condition was not confirmed. Visual inspection and functional testing on the sample showed no evidence of rupture on the reservoir. The reservoir was completely intact; however, after filling the device, a leak was observed at the welded area of the volume indicator and port. An additional medwatch will be submitted to address the leak observed during evaluation. No other additional observations were noted during evaluation. No repair was done, as this is a single-use device which will be discarded. Additional narrative: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.